Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that following a device replacement for normal eri, out of range high voltage lead impedances for configuration involving svc vectors were observed. Possible lead connection issue was noted. The device was reprogrammed and remains implanted. The patient condition was stable following the event.